Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device.  Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator.  The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest borderline valve size and implantation height (¿deep initial positioning¿) as the reason for the malposition, migration and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: rheude, t., pellegrini, c., michel, j. Et al. Clin res cardiol (2018). Https://doi.org/10.1007/s00392-018-1301-8.

Event description:
As reported by our affiliates in (B)(4), per article: "late migration of edwards sapien 3 transcatheter heart valves, mechanisms and transcatheter treatment options for a rare phenomenon" a 26mm sapien 3 valve was placed in a deep position (60% aortic and 40% ventricular). At 30 day follow up, echocardiogram demonstrated worsened valve function (pvl ii-iii, mean gradient 18mm hg) and revealed a slight migration of the bioprosthesis from an intra-annular position towards the left ventricular outflow tract. Re-intervention was indicated to avoid further valve migration and balloon post-dilatation with overexpansion was chosen. Overexpansion was performed with a 26mm deployment balloon (nominal deployment volume +4ml), resulting in an upwards repositioning of the thv due to valve frame foreshortening from the ventricular end. Intraprocedureal angiography and post interventional echocardiography showed improved prosthesis function, which remained unchanged after 2 month follow-up. The reason for migration was borderline valve size and implantation height.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02998, 2015691-2018-02999.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update to device information. There is no additional information to report.